Event description:
Pt was able to purchase contact lenses at an establishment ((B)(6)), without a prescription from a dr of optometry or other eye care physician. She does have some scaring on her corneas which I believe may be from use of ill fitting contact lenses. FDA safety report ID # (B)(4).